Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: etlw1616c82e, serial/lot #: (B)(4), ubd: 29-nov-2015, UDI#: (B)(4). Product ID: etlw1613c93e, serial/lot #: (B)(4), ubd: 02-mar-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 50mm abdominal aortic aneurysm. It was reported that the patient presented emergently approximately five years later with occlusive pain. A CT scan showed total graft occlusion up to the level of the renal arteries. The graft was explanted on the same day and an aorto-bi-fem repair carried out to restore distal perfusion. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.